Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted incisional hernia lpom surgical procedure that large suture cut needle driver instrument developed a broken cable. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the reported issue occurred at tissue dissection. There were no issues with the opening/closing of the grips. There were issues with the right/left motion. There were no issues with the up/down motion. Protruding cables were observed, but the amount is unknown.